Event description:
It was reported that this right ventricular (rv) lead exhibited spikes in pacing impedance measurements of greater than 2000 ohms. It was noted that this appeared to be a chronic issue, and the patient's clinic was notified. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).